Manufacturer narrative:
(B)(4). Concomitant medical products: revitan, proximal part, cylindrical, uncemented, 75, taper 12/14; item# 01.00402.075; lot# 3012203. Report source foreign: switzerland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a revision procedure while removing the implant, there was a distal split and fracture of the dorsal femur. Due diligence is in progress for this complaint; to date no further additional information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The fractured stem was returned with the head mounted on the taper. The head shows metallic smearing both on the articulating surface and on the non-articulating surface. The distal and proximal parts of the stem show damages from the revision surgery in the form of scratches, nicks and areas where the material is deformed. The neck of the proximal part shows polished areas, particularly on the medial side. As it is possible to see on the received x-ray images, these polished areas are most likely due to the contact of the neck with the most proximal cerclage wire. No bone ongrowth can be seen on the anchoring surface of the proximal component. Bone attachment can be found on the anchoring surfaces of the distal component. The connection pin of the distal component is fractured and the patterns on the surfaces point to a fatigue fracture with the origin located on the lateral side. The locking screw appears to be inconspicuous. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Medical records were received and review by a health care professional. The patient is male and was born in 1958. The patient underwent an initial left total hip arthroplasty approximately twenty-two years ago and a first revision surgery three years ago due to stem loosening. The patient underwent a second revision surgery due to fracture of the connection pin of the stem. During the procedure, the fractured proximal stem was removed without difficulty and the distal portion of the fractured stem required additional effort due to osteointegration. The distal fractured stem was gradually loosened with kirschner wires and various chisels, leading to a distal split of the femur, despite placement of a safety cerclage. During the course of chiseling, the dorsal femur also fractured at the level of the osteotomy. A total of 6 radiographs were received and review by a radiologist. However, the received radiographs were reviewed and assessed and do not provide additional information related to the event reported within this complaint. Given the event description and the description in the surgical notes, the most likely cause of the reported adverse event can be attributed to surgical procedure during revision surgery. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.